Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, the station was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d medical device catalog, medical device serial, medical device model and section h device manufacture date. Upon investigation of the actual device used in this incident, it was determined that the pyxis units were not communicating. A technical support specialist (tss) restarted the data synchronization service on the production enterprise server application, which resolved the critical override status on the stations. To identify the root cause, a consultation was initiated with the product support team. It was conveyed during the discussion that the issue was associated with a known article titled "multiple devices with download stopped". It was further explained that the only available resolution was to upgrade the system to enterprise server version 1.7. The customer was informed of this recommendation and acknowledged the solution, granting permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.